Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that it was necessary to apply pressure to the radiofrequency head connection on the link electronic module (lem) in order to interrogate. It was noted that a new lem was needed in order to repair, however the programmer was to be scrapped for salvage and its lem sent on for repair. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.